Event description:
Sepsis. A patient with a history of sigmoid cancer with complete bowel obstruction and previous gastrectomy due to duodenal ulcer, received a colostomy in 2001. Infection was later noted around the stoma (start date unknown). 21 days later, the patient underwent closure of the transverse colon stoma, partial transverse colectomy and sigmoid colectomy. Two sheets of seprafilm were applied under the medial abdominal wound. According to the reporter, this surgery could be considered contaminated because of the infection at the stoma. The patient was stable post-operatively. 3 days later, pt experienced worsening abdominal pain which could not be controlled with analgescis. Pt went into shock with blood pressure decreasing to the 60s. Based on the results of a sonogram and a CT of the abdomen, septic shock caused by diffuse peritonitis was diagnosed and pt returned to the o.r. Emergently for lavage and drainage of the seprafilm residue, and a ascending colostomy. Cultures detected mrsa (methacillin resistant staphlococcus aureus) from ascites and seprafilm residue collected during the operation. Blood test results revealed wbc 5200, plt 7.9, tp 4.5, alb 2.6 and crp 15.62. The patient recovered with sequale in 2002. The physician assessed the event as probably related to seprafilm.